Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleed using ruby coil lps and a non-penumbra microcatheter. During the procedure, the physician encountered resistance while attempting to advance a ruby coil lp from its initial position within its introducer sheath and reported that the ruby coil lp would not advance at all. Therefore, the ruby coil lp was not used in the procedure. The procedure was completed using a new ruby coil lp and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed an undamaged and functional device. During functional testing, the ruby coil lp was able to advance through its introducer sheath without an issue. The reported complaint could not be confirmed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.